Event description:
It was reported that during a thoracotomy the blade broke. It was also reported that there was a delay of 5 minutes as a result of this event. It was further reported that there were no adverse consequences as a result of this event and that the procedure was completed successfully.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete. Device discarded

Event description:
It was reported that during a thoracotomy the blade broke. It was also reported that there was a delay of 5 minutes as a result of this event. It was further reported that there were no adverse consequences as a result of this event and that the procedure was completed successfully.